Event description:
This was a left-sided lead extraction procedure to remove two non-functional fractured ICD leads. During extraction of the rv ICD (riata 1580, impl 168 months) with a 16f glidelight laser sheath, an injury to the svc occurred. A sternotomy was performed, the patient was placed on bypass, and the injury to the svc was repaired. The patient survived the intervention. No further details were available from the facility regarding the event.

Manufacturer narrative:
(B)(4).